Event description:
The customer reported that a corrupt images error message was displayed at boot up and images got deleted from the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reinstalled. The system was tested and found to be working as intended and put back into service.